Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified and tortuous left anterior descending artery. Following stent implantation, a 2.50mm x 15mm nc emerge balloon catheter was advanced for pots-dilatation. However, after third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was heavy blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was buckled, prolapsed, and stretched. At 14mm proximal from the tip, there was an 7mm longitudinal tear to the balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified and tortuous left anterior descending artery. Following stent implantation, a 2.50mm x 15mm nc emerge balloon catheter was advanced for pots-dilatation. However, after third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.